Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery (eia). A 7.0 x 40,75cm mustang balloon catheter was advance for dilation. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 5second. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6) g4 - premarket / 510(k) #: k141521, k141597. D2b: pro code (product code): fge.